Manufacturer narrative:
A review of the technical service on site history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with pain of the right eye one week following photorefractive keratectomy. The patient reported being unable to open the eye. A bandage contact lens was placed. Additional information received indicating an abrasion had occurred and resolved five days following onset.